Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model cqf7584 pta balloon dilatation catheter allegedly experienced a deflation issue. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 81 year old female patient was 212 lbs.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation could not confirm a deflation issue. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model cqf7584 pta balloon dilatation catheter allegedly experienced a deflation issue. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old female patient was (B)(6) lbs.